Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced localized cellulitis post procedure implantation of an artisse device the patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 3mm and a 2.9mm neck diameter. It was reported that safety was notified via email communication from crs regarding potential adverse events: localized cellulitis of the hand after an unsuccessful radial access attempt and inguinal hematoma at the puncture site. It was stated that the unsuccessful radial access, the site indicated the exact cause was not documented in the catheterization report. The physician noted that such attempts may fail due to factors such as small vessel size or low blood flow, but confirmed it was not device-related, as this would have been documented. Additionally, the site further confirmed that the unsuccessful radial access attempt led to a right-hand thrombosis, which was subsequently associated with localized cellulitis. The subject is currently being treated with aspirin. The pi assessed the cellulitis as related to the procedure (relationship category not further specified). The site indicated additional documentation will be completed and updated in the source and ecrf. As for the inguinal hematoma, the site reported no hemoglobin drop >3 g/dl and no transfusion requirement; therefore, it does not meet reporting criteria. No additional details were provided. There assessment for product/therapy/procedure says that there is no relatedness to the investigator, sponsor, and cec. Additional information was received that the patient experienced vascular access site infection and occlusion post-procedure on (B)(6) 2025. There was local swelling and heat on the right hand after radial catheter attempt that was unsuccessful, so femoral approach was done. The patient was treated with augmentin p.o. Thrombosis was in the radial artery. The patient complained of pain and paresthesia along the right armfrom fingers to elbow. Doppler and duplex was done on (B)(6) 2025 that showed the occlusion. The patient continues aspirin. The occlusion resulted in new or worsening of existing neurological deficits and symptoms lasted more than 24 hours. The access site occlusion is recovering/resolving. The infection was resolved on (B)(6) 2026. The patient also had an inguinal hematoma with decrease of hemoglobin of less than 3 g/dl (2.07 g/dl decrease) that resolved on (B)(6) 2025. Doppler ruled out pseudoaneurysm. The site assessed the events as causally related to the procedure and not related to the device, antiplatelet medication or disease under study. The sponsor assessed the hematoma and occlusion as causally related to the procedure and possibly related to the rebar 18. The patient was undergoing surgery for treatment of a sidewall aneurysm of the right internal carotid artery, c5 segment with a max diameter of4.3mm and a 2.9mm neck diameter. Aneurysm dome height was 3mm and dome width was 4.3mm. There was complete stasis at the end of the procedure and raymond and roy at the end of the procedure was class 1.